Manufacturer narrative:
The redundant power tray assembly was analyzed and found to have no failures. The system programmed started at normal mode with no errors and failure message. During 20x power cycles test process it triggered error 1102 twice pointing to drawer fan 1 and it will be addressed. The assembly remain on the system idling 1 hour in normal mode, with no failures and no errors. The power supply 12v output voltage was checked, and it passed with 12.20 volts. Voltage and current were checked, temp sensors, and fan speed sensors and all passed with normal range. Review of the system and error logs showed there were 3 incidents of error 86 intermittently.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted endometriosis resection and benign hysterectomy procedure, the customer encountered a non-recoverable error issue. The operating room (or) staff removed the instruments, and power cycled the system after which the surgery continued without further problems. An intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed the error in the logs pointing to isi core power distribution (ipd). The tse checked the error logs for past occurrences but did not find any. The customer also confirmed that this error did not occur in the past. The customer wanted to know if the system could be used and was a bit hesitant as the customer only had one da vinci system. The tse explained that this was an electronic error, and it could reoccur. The customer called back to report that the error had returned. The surgeon did not trust the system anymore and had made the decision to convert the case to traditional laparoscopic surgery. Isi followed up with the nurse and obtained the following additional information: the customer confirmed that system functionality was checked upon powering on the system and it initially powered on without errors. The conversion resulted in an increased port size incision or the placement of additional ports. The patient tolerated the conversion to traditional laparoscopic surgery. The emergency protocol was followed safely.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the customer reported issue and replaced the redundant power tray assembly. The system was tested and verified as ready for use. Isi has received the redundant power tray assembly for failure analysis evaluation. However, as of the date of this report, the evaluation of the device has not been completed.